Manufacturer narrative:
Visual inspection could not confirm the reported event. Although the hex of the device has been damaged the device does not appear fractured. The accompanying abutment screw and healing cap have not been returned for review. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. (B)(4).

Event description:
The doctor indicates that after being placed for one month in the patients mouth, the restorative abutment fractured. A healing abutment was then placed. The patient came back and a new restorative abutment was placed.